Event description:
Reported via clinical study. It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed. On (B)(6) 2023, the patient underwent successful placement of 31mm watchman flx closure device with a complete laa seal and deployed device diameter of 22.0 mm. The patient was discharged the next day. The clinical site attempted to complete the routine study-related 60-month follow-up with the patient on (B)(6) 2026 (905 days post-procedure). During this contact, the patient's spouse reported that the patient had passed away on (B)(6) 2026. The spouse was unaware of the cause of death, and no additional information was available.